Event description:
It was reported that during treatment, the renasys touch device was unable to charge. The pump does not hold the charge. A back-up was available to continue treatment. No patient harm.

Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has been returned for evaluation. A visual inspection found no defects, the functional evaluation found no fault with charging the device or the battery. We have been unable to establish a relationship between the reported event and the device. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances. These instances are being monitored to determine if additional actions are required. The described event, failure to charge can potentially be caused, as a result of the device¿s inbuilt safety feature, inherent within numerous rechargeable devices. When the device is charging and/or in use, its temperature will naturally increase, this and other external factors such as ambient temperature and storage location can have an impact on the time it takes to charge. If the temperature of the device increases above a certain temperature, charging will pause until the temperature has reduced. Although the device will pause charging in these conditions, it will not impact on its ability to still provide, negative pressure wound therapy. This investigation is now complete with no further action deemed necessary. However, we will continue to monitor for any adverse trends relating to this product range.